Event description:
It was reported that the procedure was to treat a 100% stenosed lesion in the right coronary artery (rca) with moderate tortuosity and calcification. The 2.0 x 12 mm mini trek balloon catheter was advanced to the lesion and inflated to 6 atmospheres (atm). The balloon was deflated, and inflated again; however, a rupture occurred on the second inflation to 1-2 atm. No resistance was noted during delivery or removal. A non-abbott balloon was used and the procedure was completed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.